Manufacturer narrative:
Additional information provided: the customer¿s report that the trifuse extension set leaked was confirmed. Visual inspection of the set noted no damage or any anomalies. Examination under magnification noted no issues with any of the tubing depths within the parallel connector. Functional testing confirmed leaking at the tubing engagement. The root cause was identified as a sink condition in the parallel connector component.

Event description:
The customer reported the trifuse extension set with maxzeros leaked at the connection site during an infusion. Although requested, no further information has been received.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
The customer reported the trifuse extension set with maxzeros leaked at the connection site during an infusion. Although requested, no further information has been received.